Manufacturer narrative:
Follow-up #1: date of submission 01/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/28/2015 with the following findings: there was no evidence of short battery life observed in black box. Low battery warnings and a replace battery alarm were received through normal pump usage. There were battery compartment cracks observed in the thread area and below the grip pad. There was evidence of moisture contamination on the underside of the battery cap ground spring. The pump's current draws were within specifications. A leak test showed that there were leaks at the battery compartment crack and display lens. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.